Event description:
It was reported that the patient had interstim implant yesterday and was trying to use her patient programmer but can't get it to work. The patient noted she just got zapped a little bit after pressing synch button. The patient confirmed she was able to sync successfully and had stim turned on, on program 1 at 0.6. Yesterday, the manufacturer's representative was adjusting settings and said they would try setting it at 6, and told the patient to let her know when she felt the "zap" and she said "good then I'm gonna leave it at 6". Patient services attempted to clarify when patient uses the words shock and zap is she describing the stimulation sensation, and the patient stated, "yes." Patient services inquired if this was painful for her and the patient also stated, "yes it feels like a little lightening bolt or something that goes through down there, and they told her she'd feel it in her episiotomy." Patient services reviewed that if the patient was feeling a painful shocking feeling, she should decrease to a comfortable level, and the patient stated this is also what she was told before. The patient stated stimulation was comfortable where it presently was at. The patient noted her trial did help her symptoms so she was hoping this one will as well. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# unknown, product type programmer, patient; product ID 3889-28, lot# va0ncu5, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. Appointment date was noted as (B)(6) 2014.